Event description:
Balloon pump being used in the cath lab, from the company maquet, would not power up once plugged in and turned on. The pump was not hooked up to the patient, there were no problems with the patient nor the procedure, and the device failure did not cause a critical event. This was a near miss. Another replacement machine was brought into the procedure to replace the failed one.